Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 156-175 mg/dl range.